Event description:
Curad plain packing strip sealed bottle (1 in x 5 yd), was found to be empty once opened. Surgeon said this is the second bottle of packing strip that has be devoid of contents today. Ref# (B)(4), lot# 6052011018. Manufacturer response for plain packing strip, curad plain packing strip (1 in x 5 yd) (per site reporter) escalated to medline rep who opened internal complaint.